Event description:
Boston scientific received information that this pg displayed a battery status at end of life (eol). It was suspected this pg reached eol prematurely. The patient mentioned he/she received shocks about a year ago. All the parameters were checked, and appeared to be normal. A replacement procedure will take place, but the date is unknown at this time. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided which indicates that this patient underwent a changeout procedure and this product was explanted and replaced.

Manufacturer narrative:
This pg remains in service. At this time there is no additional information. Should additional information become available this report will be updated.